Manufacturer narrative:
The reported timed out hv charges was confirmed in the laboratory and was low battery voltage due to excessive hv charging. The device was tested on the bench and no anomaly was found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during in-clinic device check, battery charging time-out was observed. Patient had several episodes with shock delivery and external defibrillation. Review of session records suspects that the charge timeout was due to battery depletion caused by extensive hv charging. Device was explanted and replaced. There were no patient issues during the procedure.